Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk implantable cardioverter defibrillator: (B)(6) 2011; a 507652 implantable pacing lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high threshold and some oversensing seen on the electrogram. The pace/sense portion of the rv lead was capped and replaced, the high voltage portions of the rv lead remain in use. No patient complications have been reported as a result of this event.